Event description:
It was reported that this right ventricular (rv) recorded an alert for out of range intrinsic amplitude. Technical services (ts) reviewed the device data and noted oversensed far-field signals on stored episodes. The plan is to continue to monitor. No adverse patient effects were reported. This ICD remains in service.